Event description:
Approximately three and a half months after the implantation, the patient was re-admitted to hospital with a supra-therapeutic inr. While preparing for discharge the patient collapsed and was unresponsive. At the time of this event, the patient's map was less than 85 mmhg. A CT scan revealed a intra-cerebral hemorrhage. A decision was made to withdraw treatment and the patient expired. The cause of death was reported to be a hemorrhagic stroke. No autopsy was performed and the hvad pump was not explanted.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient (post mortem) and is not available for return to the manufacturer for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Device remains implanted.